Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report a problem with the buttons on the insulin pump. The customer called back later to report that she had been hospitalized for unk high blood glucose levels. Nothing further was reported.